Event description:
Related manufacturer report number: 2017865-2022-48714. It was reported during in clinic follow up that the atrial lead had dislodged and the right ventricular lead lacked slack. The atrial lead was successfully explanted, and the right ventricular lead was repositioned. The patient was stable and asymptomatic.

Event description:
Additional information received notes loss of capture on the atrial lead.